Event description:
It was reported that left ventricle lead is causing diaphragmatic stimulation. Decreased device outputs from 3 volts at 0.5 to 1 volt at 0.4. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.